Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for low blood glucose. The blood glucose level was 46mg/dl. Troubleshooting was performed. The programming in the insulin pump was correct. The reservoir have the correct amount of insulin per reading. No further info was provided.